Event description:
Report received from (B)(6) stating that the device needed to be serviced. During servicing, the hose was found to be damage. It is known that the device was not used in surgery; however, it is unk if there was any pt or user injury, medical intervention or surgical delay. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the condition of "hose damage" could be confirmed. During service, the device was found to have hose damage. If add'l info becomes available, a supplemental report will be sent. (B)(4).